Event description:
It was reported that the patient presented with the device in eri (elective replacement indicators). Reset of eri would not hold, and the device would trip back immediately. Based on device settings, longevity calculator suggests 3-4 years should have been expected. The device was later found with a por (power on reset) and gave longevity of 2.5 - 3 years. It was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the patient presented with device in eri. Reset of eri would not hold, and device would trip back immediately. Based on device settings, longevity calculator suggests 3-4 years should have been expected. Device was later found with a por and gave longevity of 2.5 - 3 years. It was explanted and replaced. No patient complications were reported as a result of this event. A 3500a was received and reports that the the pacemaker was explanted and replaced due to premature failure.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit; functional testing revealed low battery voltage and anomalous amplitude measurements. The exact cause of the anomalous readings at functional test could not be determined. Hybrid and battery were normal after functional testing. It was reported that the patient presented with device in eri. Reset of eri would not hold, and device would trip back immediately. Based on device settings, longevity calculator suggests 3-4 years should have been expected. Device was later found with a por and gave longevity of 2.5 - 3 years. It was explanted and replaced. No patient complications were reported as a result of this event. A 3500a was received and reports that the the pacemaker was explanted and replaced due to premature failure. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device was out of specification in a manner that relates to event premature eri (elective replacement indicator) device failure.